Manufacturer narrative:
Patient¿s weight was requested, but not provided. The heartmate 3 lvas was implanted during the momentum 3 (short term, cap, or long term) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 4 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that on (B)(6) 2018 the patient had major bleeding with low hemoglobin (hgb). The patient was transfused 2 units packed red blood cells (prbcs) in total and all within 24-hour period due to low hgb. At the time of the event the patient was not prescribed any anticoagulants. The event reportedly resolved on (B)(6) 2018.

Event description:
It was reported that the patient presented with moderate epistaxis and large clots. The patient was seen by ear nose and throat (ent) and the site of the bleed was determined. On (B)(6) 2018 the patient had a biopsy of right maxilla done. Bleeding was not noted to be left ventricular assist device (lvad) related. No additional information was provided.

Event description:
It was reported that epistaxis patient went initially went to ent as outpatient on (B)(6) 2018 for follow up after nasal endoscopy and biopsy. Final pathology with sinonasal mucosa with chronic inflammation suggestive of inflammatory polyp. Patient with intermittent epistaxis with clots started on (B)(6) 2018 at night and initially called the lvad clinic who recommended holding pressure which they tried at home when at home when the bleeding continued reported to the ed. In the ed, small clot removed from right nare with slow anterior bleed, pressure was held with minimal bleed, given txa with resolution of bleed and patient was discharged home. Patient came back to the ed again for continued epistaxis with clots and dizziness. Patient reports feeling better. Denied further bleeding from nose or spitting of blood and discharged on (B)(6) 2018. Patient received 2 units packed red blood cells on (B)(6) 2018 due to low hemoglobin.

Manufacturer narrative:
Section a4, b3: correction.

Manufacturer narrative:
Device evaluation: a correlation between the device and the reported gastrointestinal bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.